Manufacturer narrative:
Additional information: complaint reference number: (B)(4). Customer return sample / photo and/or retain evaluation summary: evaluation of the attached photographs indicated that excess ink had been applied during the banding process. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR. Investigation conclusion: the complaint was confirmed upon evaluation of the returned photographs. These indicated that excess ink had been applied during the banding of these tubes. This is normally a transient issue, which is limited to a small amount of tubes. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photographs provided. Root cause description: the root cause of this defect is tubes being caught up in the printing process and being re-printed multiple times. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The complaint was confirmed upon evaluation of the samples by bdj. Returned photographs indicated that excess ink had been applied during the banding of these tubes. For level ¿a¿ complaint, no DHR review is required. Confirmed complaint: bd was able to duplicate or confirm the customers¿ indicated failure mode with the photographs provided. The root cause of this defect is tubes being caught up in the printing process and being reprinted multiple times.

Event description:
It was reported that the letters on the tube label from a bd vacutainer® plus edta 3k tube with a transparent purple/ash bd hemogard¿, were too dark and hard to read as if it had been printed on multiple times. No serious injury, blood to mucous membrane exposure or medical intervention was reported.